Event description:
It was reported that this implantable pacemaker entered in safety mode. It was decided to explant and replace this device. This device is expected ot be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the battery resulted in depleted cell with no battery-related failure determined. The device case was opened and the battery was removed and forwarded for detailed testing. The battery was put under external power in order to trigger the device into entering in safety mode, however, it did not go into safety mode. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this implantable pacemaker entered in safety mode. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.